Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during the testing. All operating currents were within specification and no unexpected low battery, battery out limit or off no power alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reports that customer received a button error alarm. Batteries were replaced, then received a battery out limit alarm. Customer's blood glucose was 167 mg/dl. Customer declined to be transferred for troubleshooting. Customer was advised that insulin pump would need to be replaced. No further info provided.